Event description:
Procedure: attempted robotic xi assisted laparoscopic multiport hiatal hernia repair; converted to open at 1242. Abdominal wound exploration. Injury incurred: unknown. Description of event: during a robotic procedure, while using a trocar, a piece of the clear plastic from the trocar broke off inside of the patient's abdomen. The physician searched for the piece, but could not find it. There was an intra-operative CT scan and then an exploration of the patient's abdominal wound for the broken piece of plastic. Manufacturer response for kii fios trocar, kii fios trocar (per site reporter): they will follow up and investigate.